Event description:
The remstar plus c-flex device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. The device was also found to have dust contamination. Additionally, the device displayed error code 66 (err_stuck_encoder_b), and error code 65 (err_stuck_encoder_a). The device was found to have destroyed power connector. The device was scrapped by the service center after the evaluation was completed.